Manufacturer narrative:
B5 event description updated. H3 device evaluation - sem (scanning electron microscope imaging was conducted to investigate the failure mode and potential contributing factors for the fractured screw. The results of the analysis indicate the screw failure was via fatigue. The bone screw was noted as being implanted in the ilium of a mid-thoracic to ilium construct. It was also noted that the patient suffered from infection and instability, and that the screw was part of a multiple manufacturer construct. Numerous published articles note the clinical challenges and complications that are encountered in longer constructs extending across the lumbo-sacral junction. This is the case with the construct in which this screw was a part. Failures due to instability are not uncommon, and instability is a known cause of screw failure. The impact of the use of multiple manufacture parts for a construct are not known but are not recommended and may also pose as a contributing factor for the failure. Review of device history records found twelve (12) pieces of lot 18972ps were released for distribution on 6/20/2018 with no deviation or anomalies. Two-year complaint history review found this to be the first report for this, or any part number in the 39-tp-xxxx family of reform ti polyaxial screws. No corrective actions are being recommended.

Event description:
A revision procedure was performed on or around (B)(6) 2019, to address recurrent abcess. Upon exposure it was identified that one of the ø9.5mm x 70mm polyaxial screw assembly (39-tp-9570) located in the ilium of the mid thoracic - ilium construct was broken at the neck. The broken screw head was removed while the threaded shaft was left in the iliac. It was noted that the patient suffered from recurrent infection, instability and that it was a multiple manufacturer construct. The date of the initial implantation was unknown.

Manufacturer narrative:
Occupation: other; sales representative. Product evaluation is not possible as device was not returned to the manufacturer. Follow-up attempts to obtain additional information regarding this event have been unsuccessful. At this time no conclusions can be drawn as to the cause of the reported screw breakage. Should additional information or the product be received a follow-up report will be filed.

Event description:
It was reported that during a revision procedure performed on or around (B)(6) 2019, it was noted that the head of a 9.5mm x 70mm polyaxial screw assembly was found to be broken at the neck. No additional information has been provided at this time. Follow-up attempts have been unsuccessful.